Manufacturer narrative:
(B)(4).

Event description:
Oversensing was also noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that during a routine check, an asymptomatic patient¿s right ventricular lead showed intermittent noise and high capture threshold. The lead was capped and replaced on (B)(6) 2018. The patient was stable post-procedure.